Event description:
X-ray tech reported after using x-ray machine port #5 on a patient, he noticed smoke coming from outlet in room after he plugged the x-ray unit. He decided to plug it into another outlet- that shared same line- but smoke still occurred. The engineer came and replaced part (power cord) two days later. This is the 2nd incident of electrical issue with the unit which happened prior on [date redacted]. Concerned with the safety of equipment, placed another ticket to have unit investigated further. 1st engineer did a poor job by not properly inspecting the unit. Another engineer came and inspected the unit. He was not able to find anything concerning the next month. I would suggest to have all field engineers come equipped with the proper tools especially to test electrical leakage on possible defective power cords such as this.